Event description:
Litigation alleges that the patient suffers from pain, discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update 5/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, wear debris, metallosis, loose liner from the cup, greater trochanter avulsion fracture that was cabled, and pain. The cause/time of the fracture is unknown. The stem was noted to be loose and stable, but wasn't revised. No labs were provided for the alleged high metal ions. The stem, cup, and 5 screw are being added to the complaint. The complaint was updated on: 6/23/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot(s) c5erg4000. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.